Event description:
According to the distributor's report, the device inadvertently contacted a pt's eye during a laceration closure. The pt was sedated, and referred to an ophthalmologist. The eye lashes were cut, and the eye was opened. It was noted that none of the adhesive contacted the eye globe. The pt is reported as doing fine.